Manufacturer narrative:
Other relevant device(s) are: product ID: 9735339r, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. The issue was determined to be due to the micro fuses. The micro fuses were replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. There was no patient involvement. The site indicated the position sensor unit (psu) was not working; no leds were visible upon system startup. A site visit was planned.